Event description:
(1/2 reference (B)(4) for all related complaints) (documenting pump) it was reported that no disposable pump wont run alarm. Unresolved with troubleshooting, rate 2.2, resvol 8.3, given 91.75, air in line, green flow stop. Patient not affected. Assisted patient to silence alarm and reviewed pump settings. Powered pump off, clamped tubing, and removed cassette. Green flow stop noted. Patient states one large air bubble is present in tubing of cassette. Instructed to massage tubing and gently tap cassette on hard surface. Reattached cassette, unclamped tubing, powered on pump, and attempted restart. Alarm returns. Powered pump off and repeated troubleshooting steps, but pump alarm persists. Instructed to clamp tubing closest to port no further information available.